Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2007 due to infection and a dislocated acetabular cup. Operative report further noted brownish runny fluid and a loose femoral stem during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same person (reference 1825034-2012-02216/-02217 & 2014-03958).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2013 due to patient allegations of pain, physical impairment, disfigurement and elevated metal ion levels.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative, infection, and allergic reaction.¿ this report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-02216 and -02217 and 1825034-2014-03958, -09227 / -09229).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as th limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same person (reference 1825034-2012-02216/ 02217).